Event description:
A facility reported malfunction of a codman hakim programmable valve (chpv) (ID 823148) due to secondary hydrocephalus. On an unspecified date, the patient underwent shunt revision surgery 4 months back initial pressure was set around 100 mm of h20, the patient had raised ict and it was reprogrammed to 60mm of h20 but desired pressure was not set. They tried with different programmer and x-ray was taken for 8 times and there is no change in the pressure indicator and suspecting a shunt malfunction was unable to change pressure of up shunt it was stuck at 80, tried with 2 different machines. At the time of reporting, the outcome of the event shunt malfunction was unknown.

Manufacturer narrative:
The hakim valve (ID 823148) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.